Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was unable to perform axiem registration. The field service engineer resolved the issue after discovering the footswitch was disconnected and needed to be reconnected. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that after upgrading cranial 3.0.2 to 3.1.0, a microscope calibration was completed while doing a system checkout. The site was unable to perform a tracer registration. After collecting the 3 initial points the pedal stops working. Also tried with the software foot switch button and that did not work either. Tried with different patient trackers and different tracer pointers. Optical systems was working. Axiem worked fine in ent 2.3. The optical registration and a test run of the same hardware with different software both passed. Axiem registration with different instruments and patient exams both failed. No patient present.